Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter x 102 mm length fusiform abdominal aortic aneurysm. The proximal neck diameter was 19mm and distally it was 20mm with a length of 31mm. Diameter of the right common iliac artery was 12mm, diameter of the right bifurcated internal iliac artery was 10mm, diameter of the left common iliac artery was 15mm, diameter of the left bifurcated internal iliac artery was 13mm, minimum diameter of the right external iliac artery was 7mm and the minimum diameter of left external iliac artery was 7mm. The terminal aorta was narrower than the pre-operative measurements and the inner lumens of both sides were confirmed with ivus during the implant procedure. At the time the decision was made to first implant another manufacturer¿s 12mm x 4 cm stents. Blood flow was confirmed and the procedure was completed. It was reported that there was limb occlusion approximately six weeks later. No intervention has been performed and the patient is being monitored by the physician. The physician commented that the two bare metal stents were implanted to avoid limb occlusion, but one limb got occluded and there was no better prevention measure. As for additional treatment, a thrombectomy would be considered or femoral-femoral bypass surgery due to the limb occlusion with the bare metal stent.

Event description:
Additional information was received as follows: a fem-fem bypass surgery was performed for the treatment of the left limb occlusion without complication and there was confirmed improvement of blood flow to the lower limb.

Manufacturer narrative:
(B)(4).